Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. It identified that the unit was resetting due to battery empty condition. The technician replaced the battery. After battery replacement, the unit passed all the test and calibrations and runs according to manufacturer's specifications.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 was alarming and auto resetting. At this time, there is no information regarding patient involvement associated with the reported event.